Event description:
It was reported that the patient's left ventricular (lv) lead dislodged, resulting in capture failure. The patient's lv lead was explanted and successfully replaced. The patient remained stable.